Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information this right ventricular (rv) lead exhibited high shocking impedance measurements greater than 125 ohms. It was also reported that the right atrial (ra) lead was exhibiting noise. A chest x-ray revealed this patient's right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were damaged. An extraction procedure was performed which revealed that the implanting physician had sutured the ra lead to the lv lead and the lv lead to the rv lead. It was reported that the sutures had worn through the suture sleeves. During the extraction procedure the subclavian was split. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection noted both the internal and the external insulation was abraded through to the conductor coil approximately 310 to 350 mm from the tip. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Detailed analysis also noted that calcification was covering most of the distal and proximal shocking electrodes. A gradual increase in impedance measurements over time was confirmed via device memory, which is consistent with calcification that has built up on the lead¿s shocking coils creating a non-conductive barrier between the lead¿s shocking coils and the patient¿s heart tissue.